Event description:
It was reported that the stent moved on the balloon. The 80% stenosed target lesion was located in the non-tortuous and moderately severe calcified right iliac artery. A 7.0mm x 60mm x 135 cm express ld iliac stent was advanced for treatment without ballooning the lesion site. However, the device failed to cross the lesion even after several attempts and had to be removed. The lesion was dilated with a 5.0 balloon catheter, and then the stent was loaded on the wire again. After an attempt to deliver, the stent appeared loose on its balloon. The device was completely removed. The procedure was completed by ballooning the lesion site first and deploying another express ld stent. There were no patient complications reported.